Event description:
It was reported that during a supply change the patient¿s infusion set detached and the daughter did not fill the tubing, which coincided with elevated blood glucose while using the ilet. Symptoms included hyperglycemia with a reported blood glucose of 235 mg/dl. Outcomes included the need for troubleshooting and education, with no hospitalization. Investigation included complaint intake review and technical support troubleshooting focused on infusion set adhesion and priming technique. Investigation of this case revealed user-related setup issues consistent with incomplete tubing fill and dislodged infusion set, which can interrupt insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.